Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4024 implantable pacing lead 1988 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Auto lead diagnostics shows atrial lead short circuit paces with impedance <(><<)> 200 ohms. An atrial lead warning occurred on 2013-(B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for out of range impedance on the right atrial (ra) lead. The patient will be followed and the lead remains in use. No patient complications have been reported as a result of this event.